Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp), the blade of the microknife did not become exposed when prompted. Device was removed, and the procedure was carried out with another of the same device.

Manufacturer narrative:
Other (failure to extend). A device history records review of the lot number was performed and revealed no related issues to the reported complaint. Product analysis could not be performed due to the device not being returned, the customer has disposed of the device, there is not enough info from similar complaint investigations or in the event description to provide a most probable root cause since this complaint could be due to operational context, user handling, manufacturing or device design and cannot be determined without investigating the device.